Event description:
It was reported that there was a prong broken off inside the atrial port and the device needs repair. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the external pulse generator's atrial output connector tested out of specification. The upper and lower cases were broken and the ring cover was broken.